Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. Troubleshooting was performed at the time of call. Ran high pressure test and the insulin pump passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.